Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-may-19 the rep responded to a follow up request reporting that the issue has been resolved and the pt now understands that they need to charge more often because they are using more energy. The issue was resolved by providing the pt with additional education on the device.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins had to recharge it twice a day. Caller stated also that the intensity of the stimulator was around 18-22. Caller mentioned that when they met with a manufacturer representative (rep) they had make the adjustments but the issue was not resolved. Agent reviewed with the caller that the level of intensity of the stimulator is correlated with the implant battery depletion and that if the intensity is high, the battery on the implant will likely deplete fast. Agent redirected the caller to their healthcare provider/representative to further address the issue. Caller called back and mentioned the patient was beyond upset because the implant wouldn't even charge now. Most of the patient's problems or the first one stemmed from a disc injury and every doctor they saw was somewhat 'damaged' and hcp was the only one that did anything good. Patient would get relief when the stimulation was turned up really high but the implant didn't last. Patient was not told about the way that the implant worked before surgery. Patient's pain wouldn't go away when they slept and the pain woke them up. Patient had a super high tolerance for pain but they were in severe pain and patient was putting up a front. Caller mentioned it was nice to see the patient smiling for a couple days. Patient's implant was supposed to give them relief and not add to the pain. Agent offered to troubleshoot and also redirected caller to the patient's hcp. Caller decided to call the representative instead.

Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient is having good pain relief and he understood about the necessity of charging because he is using more energy.